Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a left internal iliac artery aneurysm using gore® excluder® aaa endoprostheses, and a gore® dryseal flex introducer sheath. During the procedure, the 16fr dryseal sheath inserted on the patient¿s left side reportedly slipped distally out of place. According to the report, the sheath was pushed back into the patient without the use of the dilator. Access angiography reportedly showed a localized dissection in the left external iliac artery. As a treatment, a bare metal stent was implanted. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted that the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿do not attempt sheath advancement or withdrawal without guidewire and dilator in place and locked to the hemostatic valve. Major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted that the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿do not attempt sheath advancement or withdrawal without guidewire and dilator in place and locked to the hemostatic valve. Major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿